Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. D4: batch # u94z0d. H6: component code: mechanical (g04). Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. In addition, four clips were found inside clip track. No conclusion could be reached as on what caused the jaw disengaged. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #:unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the tip of the left side of jaws became deformed so that they could not be closed at the third firing. Another device was used to complete the case. There were no adverse consequences to the patient.